Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported that, during ipg replacement surgery on (B)(6) 2021, diagnostic testing revealed high impedance on multiple contacts of the lead and one tail of the lead could not be completely inserted into the header of the ipg. Surgery may occur to address the issue. Ipg replacement is documented in manufacturer report number 1627487-2021-15473.